Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the audible alarm went off a couple of times and it sounded like the level sensor alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusion team had an incident with their level sensor system on their heart lung machine (hlm) during a cpb procedure on (B)(6) 2018. During the procedure they heard some phantom alarms, in which the system was not giving an error message either in the message center on the top of the central control monitor (ccm) or in the auxiliary tab for messaging occurrences. I have contacted them about the coupling of their level sensor cable to the level sensor pads and that if a decoupling and recoupling occurs this may be the source of the phantom alarms. I asked them about their process of engaging the system. They use the prescribed gel and wait the instruction for use (IFU) suggested five minutes to load the sensor cable. These phantom alarms did not delay the surgical procedure, and there was no harm or blood loss associated with the issue.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He replaced the level module. The unit operated to the manufacturer's specifications. Per the manufacturer's technical support specialist, there was no clear indication of a problem in the data software logs. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018 the level sensor reported many coupled/uncoupled events on both alert and alarm sensors. If level detection is turned on, this will cause a level not attached alert tone. If this condition clears too fast, only the tone will occur with no message to indicate why. During laboratory analysis, the product surveillance technician (pst) observed the level module to function as intended throughout the procedure. The level sensor and cables used were not returned so no testing was completed on them. The user facility uses a rounded reservoir and that is not recommended with the specifications from the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.